Manufacturer narrative:
Product complaint # (B)(4). Additional pro-codes: jdp, hwc. Complainant device is not expected to be returned for manufacturer review/ investigation. Initial reporter is j&j company representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on (B)(6) 2021, patient underwent a hardware removal and revision surgery due to non-union and implant failure. Patient sustained an open distal femur fracture and was treated with a 4.5mm variable angle (va) locking compression plate (lcp) condylar plate on (B)(6) 2019. The fracture went on to non-union and the plate subsequently broke at the non-union site. The patient was brought to the operating room (or) on (B)(6) 2021 for hardware removal (all hardware was removed uneventfully) and insertion of retrograde femoral nail. It is unknown how the procedure was completed. Patient outcome is unknown. The complaint (B)(4) will capture the excess impacted product with the corresponding part # 02.231.275 of complaint (B)(4) due to limitation of 10 ip's per complaint. Concomitant devices reported: 4.5mm va-lcp curved condylar plate/12 hole/266mm/left, 5.0mm variable angle lockng screw/slf-tpng/strdrv/36mm, 5.0mm variable angle lockng screw/slf-tpng/strdrv/38mm, 5.0mm variable angle lockng screw/slf-tpng/strdrv/70mm, 5.0mm variable angle lockng screw/slf-tpng/strdrv/75mm, 5.0mm variable angle lockng screw/slf-tpng/strdrv/34mm, 4.5mm cortex screw self-tapping 34mm. This complaint involves one (1) device. This report is for one (1) 4.5mm va-lcp curved condylar plate/12 hole/266mm/left. This report is 1 of 1 for (B)(4).